Event description:
On (B)(6) 2014, a reporter contacted animas alleging that the up button was sticking. This complaint is being reported because it was not resolved with troubleshooting. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 12/04/2014 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that the up arrow, down arrow, and contrast keypad buttons were intermittently responsive. There was evidence of keypad contamination found under all key contacts. Unrelated to the original complaint, investigation revealed that the display screen was dim and faded and the display text was discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.